Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl. Customer declined troubleshooting with tandem technical support. Multiple attempts were made to follow up on the reported issue; however, a response was not received.